Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient had shocking at the pocket site. It was noted that the patient had a fall. The rep reported that the impedance check was normal. The hcp reported that the patient was scheduled to have a pocket revision possible lead/ins revision on the day of the report due to the shocking felt at the pocket site. It was noted that the patient failed to mention that they had a mi in (B)(6) so anesthesia was cancelled the case until the patient got cardiac clearance. The rep reported that the device was shut off until the patient could get cardiac clearance for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.